Event description:
It was reported that the fiber cap detached. It is unk if the device was inside the pt at the time of the detachment, however, it appears it may have been during use. The location of the cap is unk, however, there was no report of the device remaining inside the pt or that cap retrieval was performed. Add'l info was not available. Pt outcome: "no damages to the pt" reported.

Manufacturer narrative:
The component codes fiber and cap care associated with the device code broke.